Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for this event. The patient was treated with vancomycin (1g, route, frequency and duration not reported) and ceftazidime (1g, route, frequency and duration not reported) for this event. On an unreported date after peritoneal culture results, treatment was changed to cefazolin (1g, intraperitoneally, once daily, duration not reported) for this event. Action taken with therapy is unknown. Ten days after onset of peritonitis the patient was retrained on proper aseptic technique. At the time of this report, the patient has not been discharged from the hospital and is recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Although no specific use error was reported, the presence of staphylococcus epidermidis does provide clinical evidence that supports a touch contamination occurred. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection when you connect yourself to the cycler, and when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the cefazolin treatment was later discontinued and the patient recovered from the peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.